Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged into the right ventricle and the ra lead exhibited no atrial capture and was pacing in the right ventricle. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.